Event description:
It was reported that the victim was found in the bathroom by his aunt, engulfed in flames, which emitted a blue hue, signaling an electrical fire. The victim had a vagus nerve stimulation (vns) device implant, which is believed to have malfunctioned, catching the victim on fire. The victim was transported to the hospital, where he died several months later from his injuries.